Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation following a reported patient disconnect alarm. Review of the device logs identified a single self-check failure (internal communication fault #1471), indicating a potential communication issue between internal assemblies. Comprehensive inspection, troubleshooting, calibration, functional testing, and stress testing were performed. The fault could not be reproduced, and the device passed all testing with no recurrence of fault #1471. No hardware, cabling, or pneumatic system issues were identified during evaluation. The cpu-to-uim/pim ribbin cable will be replaced as a precaution. The device met all performance specifications following testing and was returned to service. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that while attempting to defibrillate a patient (age & gender unknown), the device displayed an "internal comm failure- 1471" error message complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.